Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient's father reported an infection at insertion site. The patient was hospitalized and treated with an antibiotic drip and later diagnosed with (B)(6). Patient was discharged with a surgically implanted drain and oral antibiotics. Pod was worn for about 10 hours with blood glucose levels ranging from 210 to 230 mg/dl.